Event description:
It was reported that the user experienced a dexcom g6 sensor pairing failure to the ilet, resulting in the pump displaying ¿dosing stops soon¿ while the dexcom app showed high glucose; customer care guided the user to toggle g7/g6, re-paired the sensor, and initiated warmup, after which the sensor reconnected and the user observed a subsequent downward trend from 401 mg/dl to 390 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and successful restoration of glucose data to the ilet with a decreasing glucose trend. Investigation included customer education and real-time troubleshooting to re-establish cgm pairing and data flow. Investigation of this case revealed that loss of cgm communication to the ilet interrupted automated dosing decisions until re-pairing restored readings, consistent with communication or connectivity disruption rather than a pump hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was cgm-to-pump communication loss resolved by re-pairing and sensor warmup.